Event description:
It was reported that the patient experienced a lead migration - the lead veered to the left. Placement of the lead had originally occurred between t8 and t9. Additionally, the patient could not get good coverage on the lower back of one side. The patient underwent multiple programming attempts, however, after x-ray verification of migration, the patient was scheduled for a revision. Additional information received reported that the revision occurred using the original lead. The revision resulted in the lead successfully placed mid-line. It was reported that the patient recovered without sequela.